Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was "playing" with the pump and delivered 2 additional bolus requests. Reportedly, the contact verified that the customer overrode the maximum bolus amount and delivered an addition 7 units and experienced a blood glucose (bg) level of 84 mg/dl. The contact reported that the reported event occurred due to user error. Glucose tablets and orange juice was consumed to treat the bg level.